Event description:
A delay of the therapy following the pump resetting by itself with no audible alarm tone. The upmp was programmed to deliver dobutamine in the "continuous mode with a concentration of 4mcg/kg/min, a rate of 5.2ml/hr, and a vtbi of 250ml" and the delivery was started. No further pump programming parameters were provided. After an unspecified length of time, the customers contact indicated that the pump "reset itself back to the self test mode" the delivery was restarted and pump again "reset itself back to the self test mode." No audible alram tone was noted. The pump was rmeoved from clinical service and the therapy was ressumed using a replacement pump. The customer contact indicated that, the pt has been decompensating" and could not be certain if this was due to the pt's medical condition or the rpeorted event.